Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the retention patient usually had pain when trying to self-void, especially if they were waiting too long to go and when removing catheters. However, now they had less pain as they were sitting longer before using a catheter. They also mentioned that, per a doctor, the lead was placed lower in the tailbone area than normal, which might have been the reason for feeling stimulation in a different area than told. It was noted that the trial started on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the trial patient via the manufacturer¿s representative reported that during attempts to void on their own, they experienced a burning sensation while urinating. The patient noted that they were unsure if the burning was due to the insertion/removal of the catheter they used daily. Follow up information received on april, 19, 2017 reported that the patient still felt the burning sensation when voiding but noted it was not painful just ¿different¿. The patient also mentioned they were ¿still pushing as always before when trying to void¿. There were no further complications reported or anticipated.